Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had physical damage on the terminal end and insulation. The lead broke when it was pulled out of header and it pulled apart. The ra lead was surgically abandoned. No additional adverse patient effects were reported.